Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that on (B)(6) 2019, the a1059 mayfield modified skull clamp swivel lock was loose and easily unlocks. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The DHR review cannot be perform at this time. The reported complaint unconfirmed. Root cause analysis cannot be completed at the moment. Device identifier number: (B)(4).